Manufacturer narrative:
The device was returned for evaluation. -the valve was visually inspected; biological debris was noted inside the valve as well as a cut/tear in the silicone housing in the needle chamber. The position of the cam when valve was received was at setting 1. The valve was tested for programming and failed the test. The valve was flushed. The cut/tear was covered, the valve flushed. The valve was leak tested and leaked from the cut/tear in the silicone housing. The valve was reflux tested and passed. The siphon guard was tested and passed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the flat spring of cam /ball arm assembly, and covering the rotating construct and the helical spring. A review of manufacturing records could not be performed as no lot number information was provided. The root cause of the problem was due to biological debris found on the flat spring of cam /ball arm assembly, and covering the rotating construct and the helical spring. The root cause for the cut/tear in the silicone housing is due to handing of the device, as noted in the IFU silicone has a low cut/tear resistance. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
It was reported that the ventricular enlargement was confirmed and the flow could not be confirmed to the abdominal cavity side when the contrast was conducted. The valve was removed, then it was found that connection of lumbar catheter was come off. The lumbar catheter remains in the spinal canal cavity. The valve was replaced with another one (strata valve). There was no adverse consequence to the patient, so the patient was follow-up. The patient¿s (B)(6) female. The surgeon commented that cause it is necessary to connect twice. No further information was provided by hospital. The product will be returned to your site.

Manufacturer narrative:
The device has been returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.